Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an iol implant procedure, the lens was decentered and the patient experienced halos . The lens was exchanged in a secondary procedure for a different lens 2 weeks after initial implantation.

Event description:
Additional information received, which states that the lens was not optimally centered, due to prior ocular trauma.

Manufacturer narrative:
Information was provided, that the company 19.5 diopter lens was replaced with a non-company 20.5 diopter monofocal lens model. The manufacturer internal reference number is: (B)(4).